Event description:
Endoscopy reports that physician attempted to deploy the axios electrocautery stent and it broke off while inside the patient. No harm done to the patient. Incident happened while the device was in the scope and all parts were retrieved per surgeon.